Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Manufacturer narrative:
Based upon the investigation findings, the reported event is confirmed based on clinical assessment of medical records and operative images. No medical documentation and suboptimal imaging studies were available for this review. Product appropriateness and patient candidacy could not be fully assessed due to the lack of information. Product use was incongruent with the IFU due to: the severe calcification and tortuosity (102 0 angulation) of the iliac arteries and the 11mm focal stenosis of the bifurcation. Cautionary product use conditions that might have contributed to this event included: the tortuous angulations of the aortic neck (approximately 40 0) and the calcified, tortuous iliac arteries. Prior to the primary event, there was evidence to support the presence of a type ii endoleak from multiple lumbar sources. The date of the first subsequent procedure of multiple site coil embolizations could not be established. Forty-two months post implant, there was evidence to support: rupture; type iii-a endoleak; and stent graft complaint (partial component separation). It was reported that the patient survived the second subsequent procedure of an endovascular repair with another manufacturer's stent; the patient expired on the first post-operative day of unknown causes. The secondary procedure, the death and cause of death, could not be established due to lack of information. A manufacturing record review was performed, the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the root cause for this event is most likely related to the patient's anatomy, which was incongruent with IFU and represented an off-label use. There were no indications the device was a factor.

Event description:
It was reported that approximately 90 months post implant of a bifurcated device and an infrarenal aortic extension, the patient had a computed tomography (CT) performed and the patient's aneurysm sac had increased in size. The physician was not certain what type of endoleak the patient had as no leak was displayed by angio during the secondary intervention. However, the physician elected to bring the patient back for a secondary intervention and implanted a limb extension and a suprarenal. Patient status is unknown at current time.